Event description:
Factory svc identified that the device would intermittently not display an ECG signal. No pt involvement.

Manufacturer narrative:
The device has been received but add'l time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.